Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the screw of the pacemaker's atrial port was broken. The physician tried several times, but could not fix the screw of the atrial lead port. This led to the screw falling off the pacemaker. The pacemaker was replaced. No adverse consequences were reported on the patient.

Manufacturer narrative:
The reported complaint of the setscrew problem was confirmed. The setscrew was stuck to the wrench tip and pulled out of the device through the septum. This occurs when the wrench is incorrectly inserted into the setscrew inset so that the wrench tip becomes wedged into the walls of the setscrew inset. No anomalies were found with the device. The problem is related to the user¿s use of the wrench.